Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter indicated that the audio bolus button was not working and the audio bolus button kept falling off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings: evaluation revealed the audio bolus button missing. A missing bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The missing bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The bolus button is inoperable due to missing cover and missing white slug. Audible sound level can not be tested due to the bolus button being inoperable.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.